Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and turbid peritoneal fluid. The cause of the peritonitis event was reported to be leak in the drainage bag. It was not reported if the patient was hospitalized for the peritonitis event. The next day after the onset, the patient was treated with cephalotin (1 gram, 24 hours per 3 days) and amikacin (100mg, 24 hours per 3 days) intraperitoneally (ip) for peritonitis. At the time of this report, the treatment was ongoing and the outcome of the peritonitis was not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.